Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that foreign material found in the incision wound during surgery. The surgery was completed on same day. The procedure type was unknown. There was no impact to the patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A used sleeve in a pouch was received and was visually inspected. One black foreign material was adhered on the outside of sleeve. The sample was sent to the particle lab. Microscopic examination showed a dark particle adhered to the sleeve. The dark particle was isolated and analyzed and the best match was found to be tex wipe fibers (natural fibers). The manufacturing area operates in a controlled positive pressure environment and is continuously monitored to prevent entry of foreign material. Additionally, procedures are in place requiring all assembly room personnel to put on a hairnet, as well as a beard cover, when applicable, prior to entering the assembly area. These measures help prevent the introduction of foreign material into the product. The root cause of the customer's complaint of foreign material could not determine conclusively when, where or how the fiber would have made it on the sleeve. This complaint has been reviewed and it is determined that no further actions will be pursed at this time. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).